Event description:
Baxter (B)(4) received a report that an infusor leaked from the reservoir. The device was filled chemotherapy drugs. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received two photos of the sample for evaluation. The reported condition of a leak was confirmed via photographic evaluation. However, due to sample unavailability, a leak test could not be performed and the root cause could not be identified. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded.